Event description:
It was reported that an external blood leak was observed from two (2) polyflux 170h dialyzers during hemodialysis therapy for two (2) different patients. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.